Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - neuro tip, damaged component - bearings, missing balls and cage and the ball bearings fell apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear and device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as 3/7/2018 in the previous report and has been updated as 3/30/2018. It was documented in the previous report that the reported condition was confirmed. However, further investigation determined that the reported condition was not confirmed. Device evaluation update: further investigation determined that the reported condition of the device becoming unusually warm was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a drilled foot/leg and worn bearings. It was determined that the issue with the drilled tip was failure to follow the directions for use, which is user error. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which places the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the tip. It was determined that this was due to worn bearings from normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.